Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Pump received with normal operating currents. No unexpected power loss or test battery last less than expected noted. However, pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed replace battery alert due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Pump received with broken belt clip rails, scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked select button keypad overlay, keypad overlay texture damage, end cap address label missing, serial number label missing, missing display window cover and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a battery error alarm. Blood glucose level was high of 26 mmol/l and he was hospitalized. The customer stated they did not received any alarms on the insulin pump screen prior hospitalization. No further details were provided. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.